Event description:
Product surveillance contacted the patient. He stated that he was able to continue therapy successfully, had no lot information or a companion sample to provide. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known, therefore no device evluation or batch review can be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; therefore, the assignable cause was not determined. The lot information was unknown; therefore a batch review was not performed. Similar reports have been received by baxter. The root cause investigation is in progress through (B)(4).

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during drain 4 of 5. Gts explained that a large amount of air had entered into the disposable set. The patient stated they did not disconnect, there were no unused lines open, and no leaks. Gts had the patient cycle power and assisted in ending therapy. Gts further advised the patient to let their nurse know about the error. No injury or medical intervention was reported.